Event description:
Spontaneous report from patient that cadd legacy pump was alarming 'no disposable'. After patient replaced with new cassette, pump infusing fine. Cassette lot number 4089477. Pump/ cassette was not in use when fault occurred. No patient injury reported. No lapse in infusion or side effects due to malfunction. Pharmacy sending replacement cassettes. Patient does have cassette available for return. Patient had back up cassettes and successfully continued their infusion. Infusion is life-sustaining. Outcome resolved. Reported to (B)(6) by pt/caregiver.